Manufacturer narrative:
Aortic valve re-intervention in the follow-up period (in the absence of prosthetic cardiac valve thrombosis) will typically result from on-going or worsening regurgitation, valve degeneration related to the formation of calcification or pannus, or valve migration. These events are identified in the product instructions for use (IFU) as potential risks associated with the use of the thv. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in additional to the procedure itself, patient factors not provided may have contributed to the reported valve reintervention. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: useini d, beluli b, christ h, schlomicher m, ewais e, haldenwang p, patsalis p, moustafine v, bechtel m, strauch j. Transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intuity valve: midterm outcomes. J card surg. 2021 feb;36(2):610-617. Doi: 10.1111/jocs.15275. Epub 2021 jan 2. Pmid: 33386755. This is one of five manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, 'transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intutity valve: midterm outcomes', vascular complications occurred following transfemoral (tf) and transapical (ta) tavr procedures. Between february 2014 and june 2017, 122 patients received an edwards sapien 3 valve by the ta approach. Between may 2014 and april 2018, 77 patients received an edwards sapien 3 valve by the tf approach. Valve reintervention (balloon aortic valvuloplasty (bav)/tavi/surgical aortic valve replacement (savr)) was required for 2 patients 30 days post tf tavr procedure. Information regarding the reason for the reintervention or the actions taken was not provided.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06003, related manufacturer report no: 2015691-2021-06007, related manufacturer report no: 2015691-2021-06008, related manufacturer report no: 2015691-2021-06009.

Event description:
As reported by our affiliate in germany and through an article, 'transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intutity valve: midterm outcomes', valve reintervention occurred following transfemoral (tf) and transapical (ta) tavr procedures. Between (B)(6) 2014 and (B)(6) 2017, 122 patients received an edwards sapien 3 valve by the ta approach. Between (B)(6) 2014 and (B)(6) 2018, 77 patients received an edwards sapien 3 valve by the tf approach. Valve reintervention (balloon aortic valvuloplasty (bav)/tavi/surgical aortic valve replacement (savr)) was required for 2 patients 30 days post tf tavr procedure. Information regarding the reason for the reintervention was not provided.